Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed button error alarm. Customer's blood glucose was 573 mg/dl. Device had keypad and on and off issues. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
No unexpected button error alarms were noted. The pump passed the self test, off no power, unexpected restart, displacement, rewind and basic occlusion tests. The operating currents were within specification. The pump had intermittent button response on the act button due to corroded keypad traces. Unable to prime during the prime test due to moisture damage on the force sensor resistor. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, a partially broken off reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, a cracked belt clip slot and a stained end cap sticker. The pump also had moisture damage on all electronic assemblies.